Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device was not returned for investigation. However we were provided with photographs of the product. Examination of the photographs of the device confirms the complaint; the impactor has fractured. A complaints search against the product code on the device identified similar complaints for this failure mode. Investigation activity ip004988 during CAPA 003835 found that the root cause is attributed to design. A decision was taken to re-design the attune impaction instruments and launch a new product code to close this action. The attune system impactor (product code: 254411003) was launched in april 2017. This is a monoblock device that performs the functions of the three attune impactors in a single product code. Complaints will continue to be monitored via sep-419. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee replacement, while impacting the tibial tray, the tibial impactor broken in two parts. No adverse events.